Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose. The customer's blood glucose was 500mg/dl at the time of incident. Trouble shooting was performed and found bent cannulas on the infusion set. Advised to perform a set change. Advise sending replacement sets. Customer will not return product for analysis. The insulin pump will not be returned for analysis.